Event description:
I have a tandem diabetes tslim x2 insulin pump as I¿m a type 1 diabetic using insulin pump therapy. Last week when I switched out one insulin reservoir for a new one, the pump failed to prime (no insulin filling the tubing at all). No alarms, no alerts. It just showed the pump counting up how much insulin it is putting into the tubing. Once the tube is full you would see insulin come out of the needle which is attached to the infusion set. I called tandem diabetes technical support department and since there was no alarms going off, their technical support team failed on two occasions to assist me. Today, again after having to switch out reservoirs, the thing happen again. This time switching out reservoirs from different boxes did not fix the issue. I had to reach out to their ceo relations department just to get somewhere. I would like the FDA to look into the critical failures of the x2 tslim insulin pump and see if a recall is necessary. This could cost a user their life.